Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. Allegedly, the battery compartment was cracked, and the battery cap threads were stripped. The battery cap reportedly could not be attached to the pump, and the yellow o-ring of the cap was visible during attempts to attach the cap to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.